Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer diagnosed on (B)(6) 2018 further described as malignant lymph nodes. The patient received monthly immunotherapy treatment for 3 years beginning (B)(6) 2019 through (B)(6) /2022. The patient discontinued immunotherapy treatment due to satisfactory pet scan (positive emission tomography) and MRI (magnetic resonance imaging) results. The patient reported use of the device from (B)(6) 2018 through (B)(6) 2021. The patient began, on a quarterly basis, pet scan and brain MRI with the last pet scan on (B)(6) 2023. During a medical check-up on (B)(6) 2023, the pet scan frequency was reduced to biannually, and the medical consultation frequency occurred every 3 months. Systemic blood tests occurred at the diagnosis. The patient reported responding positively to the treatment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 03/24/2025: the device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and foam particles were not observed inside the assembly. The device's event log was reviewed by the service center and no error code found. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box b, d, h has been updated/corrected.